Event description:
(B)(4). Same case as MDR #2134265-2012-06034. It was reported that post a stenting treatment procedure, in-stent restenosis and myocardial infarction occurred. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. The 70mm x 3.5mm, 90% stenosed, target lesion was located in the proximal right coronary artery (rca) extending to distal rca. The target lesion was treated with pre-dilatation and placement of overlapping 2.50 mm x 38 mm and 2.75m mm x 38 mm taxus element stents. Following post dilatation, residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with elevated troponin and in-stent restenosis. A myocardial infarction with st segment elevation was reported. There was no evidence of ischemic symptoms. A thrombus in the left anterior descending artery was extracted and treated with balloon angioplasty using 3.5 x 12mm, 4 x 15 mm, and 5 x 8 mm quantum apex balloons; and non-bsc, 3.00 x 20mm and 3.5 x 26mm drug coated balloons. The in-stent restenosis in the two rca stents was treated with an unspecified drug eluting balloon. The patient was discharged four days later.

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
No ischemic symptoms initially reported at the time of the event, but the correct report should have been that the patient experienced ischemic symptoms. It was further reported that the patient was discharged on aspirin and clopidogrel following the september event. It was also further reported that in (B)(6) 2012, the patient presented due to unstable angina and was hospitalized. Four days later, the restenosis of the previously placed study stents was treated with balloon angioplasty with 1-49% residual stenosis. The next day, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).